Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient received a notification due to out of range rv lead impedance. The patient presented in clinic for a routine follow-up. The lead exhibited high pacing lead impedance, and loss of capture. The tachycardia therapy was disabled. The patient elected not to replace the lead due to poor health conditions of the patient. The patient was stable and will be followed up normally.